Manufacturer narrative:
The product is not approved in the us. Therefore, under the regulations set forth under 21 c.f.r. 803, it is concluded, that this is not a reportable event to the FDA.

Event description:
It was reported that the jelonet products are leaked. It is unknown when this was noticed and whether the device was used.